Manufacturer narrative:
(B)(4). Visual and dimensional evaluations of the returned item found it to exhibit signs of repeated use (nicked or gouged) and is fractured on the lateral side of the post. All pieces have been returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial right knee procedure, a tasp fractured while it was being removed from the patient. A second instrument was opened and the procedure continued without incident. There was no surgical delay or patient impact.